Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an irritation with pressure marks under the rear therapy electrodes. The patient was in a rehabilitation facility. A wound care nurse reported that the irritation was being treated with (B)(6) lotion and the irritation was improving.